Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions and required excessive force to activate a response during testing. During investigation, all key contacts were observed to be misaligned. All key contacts intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during evaluation, an unidentified display failure was observed, which has no effect on insulin delivery function.

Event description:
It was reported that the keypad is unresponsive. It was reported that the keypad is intact and the pump is exposed to salt water.